Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0958-2020. (B)(4). S/w 4.11d. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit uploaded properly using carelink. Unit had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020. Customer stated meter read with high blood glucose over 550 mg/dl. Customer was treated with insulin pump. The insulin pump was returned for analysis.